Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. It was observed that the implantable cardioverter-defibrillator (ICD) was exhibiting loss of capture resulting in far r-wave oversensing. Programming changes were made. The patient condition was unavailable.

Event description:
Patient condition was stable.

Manufacturer narrative:
Correction - b5 - patient condition should have been stable.